Event description:
A healthcare professional reported that during an endovascular embolization, a cerebase 90, 90 cm, straight, distal catheter (product code: gs9090sd, lot number: 31467381) was impeded in the aortic arch and could not advance to reach the target position. The doctor removed the cerebase from the patient and found the section near the cerebase catheter hub was cracked. The doctor switched to a new cerebase catheter to complete the procedure. There was no patient injury reported. Initially, the outer packaging and device were inspected and found in good condition. Additional event information received on 30-apr-2026 indicated that treatment was to an ophthalmic artery aneurysm. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the device. There was no procedure prolongation/delay due to the event. There was no possibility of air being injected into the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.